Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6( health effect - clinical, type of investigation, investigation findings, investigation conclusions),h11. A getinge field service engineer (fse) evaluated the unit and confirmed the touch panel sometimes did not respond due to the touch panel and the housing sometimes came into contact and did not respond. Fse resolved the issue by adjusted the housing.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that when trying to use on a patient, the cardiosave intra-aortic balloon pump (iabp) alarm sounded and the touch panel did not respond it was replaced with a cs100, there was no patient harm.